Event description:
It was reported the customer experienced a low blood glucose of 47 mg/dl. The customer stated they were able to raise their blood glucose to 149 mg/dl an hour later. It was also found the customer had gastroparesis and would experience seizures. The customer also reported their infusion sets would be clogged and cannula was bent. Customer declined to troubleshoot for their bent cannula. Customer was also assisted in viewing their estimated bolus screen and why their active insulin had an n/a message. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.